Event description:
Inappropriate shocks due to oversensing was reported. The lead was replaced. Information from the patient's attorney was subsequently received alleging the patient "suffered a series of shocks and was hospitalized" due to a malfunctioning defibrillator. The device was also replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.